Event description:
No new information.

Manufacturer narrative:
In accordance with the "final guidance on medical device reporting for manufacturers" issued on november 7, 2016, stryker medical will no longer report the hazard of false latch of siderail for our bed lines (product code hdd), as this hazard has not caused or contributed to any serious injuries. While no new mdrs will be generated for this hazard moving forward, additional supplemental records may be submitted for past reported events if new information becomes available. Should a new serious adverse event occur attributed to this hazard, MDR reporting will resume.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated as the cause was determined by analyzing data provided by the user/third party; no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 14 malfunction events(s), where it was reported the devices experienced false latch of siderail, foot section does not latch/lock (false latch), or abduction assembly false latch. No adverse consequence or clinically relevant delay in treatment was reported.